Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. The s-ICD was also emitting tones due to the presence of the bd code. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.